Manufacturer narrative:
(B)(4). The field service representative (fsr) was at the customer facility performing preventive maintenance (pm). He was able to duplicate the reported complaint by tapping on the device. He found a loose screw that came from a circuit board. This screw was most likely resting on the bottom circuit board causing the display to intermittently fail. The fsr replaced the screw and tested the module for 3 to 4 hours with no problems. The pm was completed and unit operated according to manufacturer specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the display on the centrifugal control module suddenly went blank for a minute and then turned back on. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.